Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/7/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump black box revealed a pump reboot followed by a replace cartridge alarm and one pump reboot in the clearing of a replace battery alarm. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with the returned battery cap with no reboot, loss of power or call service alarms duplicated. No ¿intermittent power¿ events were duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery cap was unable to fully tighten. The battery cap measures were within specifications. The battery compartment was found to be cracked in the thread area to the case seal and below the grip pad. The battery compartment threads were found to be damaged. The audio bolus button cover was torn but the button was still responsive. The pump case was cracked in the upper right hand corner of the display area.